Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. On an unspecified date, the patient was treated with vancomycin and gentamycin (1 dose) for peritonitis. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
E1: initial reporter address -(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.